Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast reconstruction revision with a saline mentor siltex contour profile spectrum 550cc and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 275cc, catalog number 3502754bc, serial number (B)(4), lot number 7599716 on (B)(6) 2018.